Manufacturer narrative:
On 05/10/2016 a medtronic representative performed an imaging system check-out, imaging modalities and system inspection areas passed. Mechanical test failed. Imaging system image acquisition system (ias) software not loading. Found the software on the ias was not loading. Re-installed software and system is functional. Issue resolved. System ready for use. On 05/26/2016 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report that, while in a spine scoliosis revision procedure, the site's imaging system was unable to initialize properly. In trouble-shooting, the pendant showed the radiation and motion status bar as blank. Re-booting the imaging system and re-seating the umbilical did not resolve the issue. The imaging system application displayed an error indicating system type initialization and could not connect properly. The use of the imaging system and the navigation system were discontinued. The surgeon opted to continue and completed the procedure with the use of a c-arm. Delay in therapy was less than one hour. There was no impact on patient outcome.